Event description:
The inversion table my husband was using snapped at the weld of the main support section of the table while he was using it, causing the table to drop to the floor while he was upside down. The break was at the weld. When the weld snapped, it dropped straight down to the floor causing him to hit his head on the cement floor and it caused injury to his neck. This also caused the lever that releases your feet to become jammed and very difficult to get him out of that position. It is my understanding this company is out of business, yet their product still exists on the market. If I would not have been home, he could have died. This table is listed as medical equipment. Diagnosis or reason for use: used to stretch his spine and relieve pressure to his lower.